Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
The patient suddenly did not hear anymore with the device. He reports that his hearing was already slightly different in the months before, but former problems could be resolved following re-fitting. The patient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient suddenly did not hear anymore with the device. He reports that his hearing was already slightly different in the months before, but formerly problems could be resolved following re-fitting. Re-implantation is planned for (B)(6).